Event description:
International affiliate report the valve was explanted due to a blockage within the device. The event took place approximately three months ago but was not reported to the affiliate until july 2002.